Event description:
It was reported that during total knee arthroplasty the femur block fit perfectly, surgeon pinned and cut, after cutting the posterior resection of the femur the surgeon noticed that the posterior cuts were off, they measured the resection and they turned out to be 16 mm medial and 5 mm lateral. Doctor held the femur guide up to the femur bone and said that the pin holes he used matched up to the guide. There was a delay of 15 minutes.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The engineering evaluation confirmed that areas of the distal femur were undersegmented but would have had little to no impact on block fit and posterior resections. It was also determined that file transfer issues caused an incorrect pre-op plan but the blocks were created based on the correctly aligned bone models, so this would not have had an impact on the complaint issue. Therefore, no root cause could be determined. A medical investigation was conducted and confirms based on the information provided, the clinical root cause of the reported event could not be definitively concluded. The product/engineering evaluation results were not available at the time of this assessment. The known patient impact is related to the reported 0-30 minute surgical extension and additional soft tissue releases to balance the knee but future impact is unknown. No further medical assessment can be rendered at this time. The product/engineering evaluation remains pending at this time; however, should the product/engineering evaluation reveal pertinent findings and/or the requested clinical documentation becomes available in the future, the clinical/medical task may be re-evaluated. No complaint history for this part as this is a patient-specific device. DHR review yields that all appropriate manufacturing and inspection steps took place. No root cause for complaint description can be determined by DHR. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible probable cause could include but not limited the user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.